Manufacturer narrative:
On 02/17/98, the international distributor's rep informed the MFR's rep that despite the continued efforts/attempts of the distributor's sales reps, the hospital has not given them any cooperation regarding this matter. They have been unable to find out the location of the device in question and no further info has been provided concerning this event. The MFR's rep informed the distributor's rep that without the device for analysis, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Therefore, based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further info is available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 12/9/1997, the MFR's rep received two (2) faxed reports from the facility concerning events which occurred at the facility. This report concerns the first event. The report states the following: the device catheter was broken in the body approx four (4) months after implantation. This catheter had to be removed (date not specified) by cardiac catheterism at another hospital. No further details were provided at this time.